Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal power distributer (upd) for failure analysis investigation. The unit was analyzed and in the system logs, the error 307 was found, confirming the fault occurred in the field. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. The emergency power off (epo) functionality test, passed. All the gantry motors were moved the full range of motion; test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20 power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic procedure was successfully completed without incident. After roll-out, post-operative measures (including hemostasis and gauze management) were carried out as planned, and the procedure was completed. The customer did not have to abandon the system due to repeated errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that error #307 occurred, indicating issues related to universal power distributor (upd) and system power manager (spm), and the surgeon side console (ssc) power button did not respond during a procedure. Troubleshooting started with an attempt to shut down the system and press the ssc power button again, followed by an emergency power off (epo) and a restart, but the system did not start up normally. Additional errors 281 and 31030 appeared in the logs. System cable connections were removed and each cart was hard cycled, with the entire system power cycled; however, all arms continued to blink amber and error logs were not accessible at that time. All instruments were removed and all arms were undocked. Subsequently, error 23003 occurred, which was able to be recovered. The system was not used further on that day and a request was made for the system to be checked. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal power distributor (upd). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.